Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly.UDI: (B)(4). The lot number is currently unavailable; therefore, the exp date is unavailable. Investigation summary: the complaint device was discarded by the customer therefore the device is not available for a physical evaluation. This complaint is not confirmed. Without physically evaluating the device, a definite root cause cannot be determined. Furthermore, no lot number was supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep via phone that during a wrist surgery the customer's minilok quickanchor+ with orthocord would not insert into the patient. The sales rep stated the anchor was removed from the patient with no debris left behind. The case was completed with two other anchors, but the sales rep was unsure if the same bone hole was used for one of the other anchors. There was no patient harm or delay. The sales rep was not present for the case and could not provide any additional information. The sales rep could not provide a lot number. The anchor was discarded by the customer. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.